Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, the patient presented with complaints of right sided chest pain. Right atrial lead perforation was suspected. No effusion or perforation was noted and lead parameters were normal. The physician proactively repositioned the lead. There were no complications before, during or after the procedure. The patient was stable post-procedure.